Event description:
A customer observed quality control results that were elevated outside of the acceptable limits for the vitros total b-hcg ii assay on their vitros eciq immunodiagnostic analyzer. The qc was assayed on an alternate vitros eciq analyzer using the same lot of reagent and elevated results were again obtained. No pt results were reported during this event and there was no allegation of pt harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation of this event concludes that falsely elevated vitros total b-hcg ii results were recovered from quality control fluids immediately following a calibration on the customers two vitros eciq analyzers. Review of the b-hcg calibration data indicated atypical raw responses from the calibrators which indicate a potential reconstitution error may have occurred. The customer re-calibrated with a freshly reconstituted set of calibrators and quality control values were within acceptable limits. Analysis of instrument data files found no evidence of instrument malfunction during this event. The most likely root cause for the event was operator induced calibrator reconstitution error.